Event description:
It was reported that during an ablation procedure, the thermal dose threshold (tdt) lines showed up in an area cerebrospinal fluid and were also inaccurate at the bottom of the center slice. This created the need to interpolate the area that was thought to be true and disregard the supposed incorrect tdt lines. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the software logs were reviewed and it was determined that the target area was up against the ventricle, which was filled with cerebrospinal fluid (csf). There was no indication of software malfunction. The most probably explanation is that there was csf that was causing some degradation in the quality of the magnetic resonance imaging (MRI) supplied data.